Event description:
Reporter indicated that the site was not able to establish communication with pt's generators. A company rep conducted troubleshooting which found that an issue with the programming wand was the most likely cause for the communication problems. The wand was returned to the MFR for analysis, which confirmed that communication errors, and found that they were due to intermittent conductors in the serial data cable that travels from the wand to the handheld computer. Once a known good cable was substituted, no further anomalies with the programming wand were identified, and the device performed according to specs.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.